Event description:
During a device update, it was found that the therapy connector assembly had a pin broken off and stuck in it from the therapy cable assembly. With this broken pin inside the connector assembly, the device would not have been able to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that pin #6 was stuck, and then replaced the therapy connector assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.